Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2017 regarding a patient receiving morphine and an unknown medication (it was noted that the patient thought this medication ended in "caine") via an implanted infusion pump. The doses and concentrations were unknown (it was noted that the patient was getting 2 or 3mcg, but he was not sure). The indications for use included non-malignant pain and chronic low back pain. It was reported that about a month ago (relative to the date of report), the patient experienced pain. It was noted that the patient's back was hurting and was getting worse and worse because he ran out of oral percocet that his healthcare provider (hcp) prescribed him. The patient was reportedly taking the oral medication 3-4 times per day and could not get more than a 30 day supply because of the drug abusers. The patient's personal therapy manager (ptm) was reportedly turned off because he was taking oral medications and he could not have both. It was noted that the patient's pump was due for a refill 3-4 weeks ago (relative to (B)(6)2017), and the patient reportedly ran out of medication. In (B)(6) 2017 (about a week ago, relative to (B)(6) 2017), the pump started critically alarming. It was confirmed that the patient was hearing 3 beeps, and the alarm sounded like a european siren. The described alarm was confirmed to be consistent with pump alarms. The pump battery was reportedly scheduled to die. It was noted that the patient no longer had health insurance, and when he called his hcp's office to ask for the pump to be turned off, they told him they would charge 300 dollars which he did not have. Additional information was received from a consumer via a manufacturer representative on (B)(6)2017. It was further reported that the representative did not know which alarm was occurring as the pump had not been interrogated. The representative inquired if the critical alarm could be silenced. It was later reported that the pump was in eri (elective replacement indicator), and it was not therapeutic any longer. It was specified that the pump had been alarming for 3 weeks (note: this conflicts with the previous report that the alarm started about a week ago). It was noted that the patient had already gone through withdrawal on an unknown date, and the patient was reportedly going to seek care with his primary hcp for oral medications. It was stated that the patient wanted to have the pump permanently stopped or explanted, but the patient could not afford the costs. Regarding environmental, external, or patient factors that may have led or contributed to the issue, it was further noted that the patient had lost his job and could no longer afford visits.no troubleshooting had occurred that the representative was aware of. A message was left with the patient's primary hcp to see how he wished to proceed with the patient's pump, and the issue was considered unresolved. No surgical intervention occurred or was planned at the time of report, and the patient's status was alive - no injury. No further complications were reported or anticipated.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer on (B)(6) 2018 indicated their pump was alarming/beeping. The patient reported their pump battery was dying and they needed to find an healthcare professional (hcp) to replace or remove it as they don't currently have an hcp. The patient was told by a manufacturer representative (rep) that the pump would die by (B)(6) 2017. The patient noted that the pump has been alarming and they don't have an hcp to remove or replace it as their old hcp office is closing. The patient asked for hcp listings in area to replace or remove pump. Hcp listing were mailed to the patient. The patient did not report any symptoms at this time. No further complications were reported.